Event description:
Patient reported she is in route to hospital for a new cassette for IV treprostinil infusion. Patient only has affected lots of recall on hand (affected lots: 4321042, 4315909, 4298328, expiration dates unknown), pharmacy is shipping new cassettes to patient and referred to hospital for new cassette for tonight. Patient was 5 minutes away from hospital (on (B)(6) 2022) when pump alarmed for "no disposable", the issue cassette is being recalled for. Patient unable to get pump restarted. Patient arrived at emergency room, able to get assistance there (unknown if ER provided patient with a new cassette or specifics of how event was resolved). Unknown if patient was admitted to hospital. Length of stay unknown. Unspecified which of the reported cassette lot numbers patient was infusing with at the time event occurred. No other information provided. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? Is the actual cassette available for investigation? Yes. Did the patient have additional cassettes they were able to switch to? No, if yes. Was the patient able to successfully continue their infusion? If no, what was the patient instructed to do in able to continue their infusion? Go to ER, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved, resolved?, ongoing? Reported to (B)(6) by: patient/caregiver.